Event description:
According to the complainant, during procedure "prepping", a small tear approximately one-quarter inch in size, was observed on the stent. The physician successfully completed the procedure with another polaris ureteral stent w/o wire. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device confirmed the stent had a tear in it. The tear extends from the suture hole out to the end of the stent. The customer's complaint is confirmed. The most likely root cause is user error. A review of the device history record was performed, no anomalies were noted.